Event description:
Roche diagnostics, MFR of the accu-chek blood glucose systems has issued an urgent product recall. The drying agent beads contained in the lid of the test strips dated on or before july 31, 2007 have the potential of becoming loose and falling into the vial of strips. If this occurs, test results may be erroneously high (up to 250 mg/dl above the true value) or low.